Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a system infection. The plan is to evaluate if an explantation procedure is required. This lead remains in service. No additional adverse patient effects were reported.